Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size is unknown. Vessel morphology, moderately tortuous and moderately calcified. It was reported that the guide wire that was used in the case was not stiff enough which resulted in difficulty cannulating the contralateral gate and the device would not easily advance. The stent graft was deployed, however the angiogram demonstrated that the stent graft moved covering the renal arteries. The physician was able to successfully pull down the stent graft for accurate placement. No additional clinical sequelae were reported and the pt is reported to be fine.